Manufacturer narrative:
Section a3a - 'male' should have been selected, rather than being left blank.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the physician could not get traction on the set screw and suspected it was stripped. This implantable cardioverter defibrillator (ICD) was not used, and the physician completed the procedure using a different ICD. The patient condition was stable.

Manufacturer narrative:
The reported complaint of loose or intermittent connection was not confirmed. The device was received in normal range of option for analysis. Mechanical evaluation of header was performed and damage was noted on the setscrew consistent with having occurred during procedure. Analysis of device image, electrical testing and longevity assessment were normal with no anomalies found.